Event description:
It was reported to philips that the software of the suite pc had failed to load which could impact the booting of the system. There was no harm reported. Philips has started an investigation of the complaint.